Manufacturer narrative:
Title: comparison and validation of long-term bleeding events for academic bleeding risk (arc-hbr) criteria and contemporary risk scores for percutaneous coronary intervention with a second-generation drug eluting stent year: 2022 reference: doi: 10.1253/circj.cj-21-0901 average age majority gender date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled "comparison and validation of long-term bleeding events for academic bleeding risk (arc-hbr) criteria and contemporary risk scores for percutaneous coronary intervention with a second-generation drug eluting stent". The aim of this study was to validate and compare the academic research consortium for high bleeding risk (arc-hbr) criteria and the contemporary risk score for long-term bleeding outcomes using a cohort of patients undergoing percutaneous coronary intervention (pci) with a second-generation drug-eluting stent. This was a retrospective single-center study. This study analyzed 3,410 patients who underwent pci between 2010 and 2013. The endpoint was defined as incidence of the bleeding academic research consortium 3 or 5 bleeding events. In addition to arc-hbr, this study validated the predictability of the predicting bleeding complications in patients undergoing stent implantation and subsequent dual antiplatelet therapy (precise-dapt) score, patterns of non-adherence to anti-platelet regimens in stented patients (paris) bleeding score, and coronary revascularization demonstrating outcome study in kyoto (credo-kyoto) bleeding scores for bleeding events. Patients presented to hospital with a clinical diagnosis of either chronic coronary syndrome, unstable angina, non-st-elevation myocardial infarction (nstemi) and stemi. Patients were treated with second-generation drug-eluting stents including the medtronic endeavor and resolute integrity drug eluting stents. Lesions treated included the left main trunk, left anterior descending artery (lad), left circumflex, right coronary artery (rca) and the graft. Some lesions were in the ostium, had in stent restenosis, chronic total occlusion and bifurcation. Patients continued dual antiplatelet therapy (dapt) until the 8-month routine follow-up coronary angiography but each physician ultimately decided the duration of dapt. The follow-up rate w as as follows: after 1 year, 99.2%; after 2 years 98.3%; and after 3 years, 97.0%. In the arc-hbr group there was a high bleeding risk in patients with moderate and severe chronic kidney disease (ckd), older age =75, moderate anemia, severe anemia and oral anticoagulation. Chronic bleeding diathesis and major surgery on dapt were rarely observed. The other contemporary bleeding risk scores showed a high frequency of body mass index (bmi) <(><<)>25, prior myocardial infarction and current smoking. The total number of white blood cells, bmi, current smoker, triple antithrombotic therapy, heart failure, peripheral artery disease, prior myocardial infarction and atrial fibrillation were used to analyze the predictors of barc (bleeding academic research consortium) 3 or 5 bleeding. The 7-year post-procedural predictors for barc 3 or 5 bleeding were 13 factors (severe and moderate ckd, severe and moderate anemia, thrombocytopenia, age =75 years, oral anticoagulation, greater wbc, bmi <(><<)>25, triple antithrombotic therapy, heart failure and atrial fibrillation). Of these, 8 risk factors were included in the arc-hbr. The risk factors that overlap in many bleeding scores were more likely to be associated with the risk of bleeding. Patients with a higher number of risk factors in each of the four bleeding risk scores had a higher risk of long-term bleeding events. In comparison to other contemporary risk scores, the arc-hbr criteria were more sensitive in the identification of patients with bleeding events in the long-term.

Manufacturer narrative:
Additional information: there was a casual relationships between the resolute integrity and endeavor devices and the reported adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.